Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 260 mg/dl, 213 mg/dl, 131 mg/dl, 246 mg/dl, 155 mg/dl, 202 mg/dl, 166 mg/dl, 204 mg/dl, 168 mg/dl, 253 mg/dl, 211 mg/dl, 252 mg/dl, and 135 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.